Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 260 mg/dl at the time of the incident. The customer stated that the insulin pump was exposed to moisture during swimming. The customer reported that the insulin pump was exposed to fluid in the past with no moisture visible in the insulin pump. The customer was unable to do self test since the insulin pump was already on blank display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.